Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurement of greater than 3000 ohms. Technical services (ts) reviewed and stated that there was an abrupt increase in the impedance values and recommended to have patient seen in clinic for lead fracture. The health care professional (hcp) stated that the patient is not dependent. There was no noise stored in the presenting and pacing was normal. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedance measurement of greater than 3000 ohms. Technical services (ts) reviewed and stated that there was an abrupt increase in the impedance values and recommended to have patient seen in clinic for lead fracture. The health care professional (hcp) stated that the patient is not dependent. There was no noise stored in the presenting and pacing was normal. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that there was noise noted that looked like myopotential. The patient had been lifting his dad who is in hospice. The presenting electrogram (egm) showed an oversensed beat. Ts recommended programming options. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.